Event description:
The reporter stated the suspect device was erratic. The device results were 307 and 275 mg/dl. They went to the hospital and their glucose was 51 mg/dl. They were treated with an IV. Controls were not used. The device and replaced and requested to be returned for evaluation.